Event description:
Doctor attempting to insert scalp electrode during labor of mother. Ob/gyn resident inserted scalp electrode and twisted electrode in-pulled out guide wire-felt snap. Examined baby's head after delivery-xray done metal noted. Doctor removed piece of metal from head then used absorbable sutures to close.